Manufacturer narrative:
The device was received for evaluation. During functional testing while running a set on the pump, the reported 'display would go blank" was reproduced as a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection found the cause was a liquid crystal display (lcd) screen failure. The lcd screen requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display cut out, the display would go blank after 5 minutes or so "during power up". There was no patient involvement. No additional information is available.